Event description:
It was reported that the user experienced repeated low blood glucose while using the ilet, including nocturnal episodes that required treating hypoglycemia and at times turning off the pump, and the user has since discontinued use and requested a return. Symptoms included confusion, shakiness, coordination problems, and sleeplessness associated with frequent hypoglycemia. Outcomes included self-treatment with oral glucose sources such as juice and glucose tablets, with recovery to target range, and no alerts or alarms were reported. Troubleshooting and education were completed. Investigation included complaint intake review and assessment of available use details. Investigation of this case revealed that the cause of hypoglycemia remains unclear, with no device alarms or specific component issues identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.